Manufacturer narrative:
Section b5, d10, h6: additional information. Section h3: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 25oct2019 reported that the patient presented with concern for pump thrombosis with lactate dehydrogenase (ldh) 900 u/l to 1100 u/l in setting of recent subarachnoid hemorrhage (sah) and infection. The patient returned for elective exchange on (B)(6) 2019. Pump and controller will be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019. Additional information was requested however not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed evidence that a thrombus formation was present within the pump at an unknown point in time. Additionally, a specific cause for the reported events as well as a direct correlation to the device could not conclusively be determined through this evaluation. The account communicated that the patient was transferred from an outside hospital on (B)(6) 2019 with concern for pump thrombosis with elevated ldh in the setting of a recent sah and infection. The patient returned for elective pump exchange on (B)(6) 2019. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. A distal segment adjacent to the metal connector was also returned measuring approximately 35.5¿ in length. The inflow conduit (inlet tube, inflow conduit flex section, and inlet tube) was returned detached from the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow and outflow graft were returned detached from the pump¿s outlet port. The outflow graft bend relief was returned separate from the outflow conduit. The pump appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Evaluation of the inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. However, upon disassembly of the pump body, concentric contact marks were present on the distal end of the rotor. Based on previous experience with the heartmate ii lvas and similar reported events, contact marks on the tapered section of the rotor can be indicative of device thrombosis within the proximal side of the outlet stator; however, no laminated or denatured depositions or thrombus formations were observed within the device. Although a specific cause for the evidenced thrombus formation could not be conclusively determined through this evaluation, the presence of thrombus within the device could have contributed to the patient¿s elevated ldh that was reported by the account. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis, stroke, local infection, and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each of the pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulated therapy and inr range for patients using the heartmate ii lvas. The hmii lvas IFU also contains information on ¿controlling infection¿ in section 6, ¿patient care and management¿. Additionally, the heartmate ii lvas patient handbook outlines care instructions for preventing infection in various sections. Incidental findings: an incidental finding of external superficial driveline damage was discovered during the investigation of the returned device. The external superficial driveline damage had been repaired with tape. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that a patient implanted with heartmate ii left ventricular assist device (lvad) with history of previous vad exchange and chronic methicillin-resistant staphylococcus aureus driveline infection, presents with hemoglobinuria, lactate dehydrogenase 1,119, and plasma hemoglobin 15.5 in the setting of international normalized ratio (inr) 1.8 and aspirin 81 mg daily. Patient was decline for vad exchange at his home lvad center due to complexity and is presenting to this lvad center for 2nd opinion for surgical candidacy. Heparin bridging was started and lactic acid dehydrogenase (ldh) and hemoglobinuria improved while heart transplant evaluation was being conducted. Labs and vad stabilized to allow discharge, with scheduled readmission for surgery in several weeks. Patient underwent heartmate ii to heartmate 3 lvad exchange. Post op course was complicated by rv dysfunction requiring rvad x 8 days, and reoperation x 2 for postoperative bleeding. Discharged after completing heparin to coumadin bridge; aspirin 81 mg.

Manufacturer narrative:
Section b5 and b7: additional information reported on user facility medwatch report # 3601800000-2020-8111.